Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to experienced system error 345. Service evaluation verified the system error 345. The service history record (shr) review was completed and revealed the device had been serviced within the last 12 months for the same allegation. Evaluation determined the cause to be the environmental factor, and the upstream thermistor sensor reading, and the downstream thermistor sensor reading were both within the calibrated specification. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. A review of the event history log identified single occurrence of the system error 345 message. The system error 345 was not reproduced. Evaluation observed and found that the upstream thermistor sensor reading, and the downstream thermistor sensor reading were both within the calibrated specification. The assignable cause is the environmental factor. The ultrasonic sensor was replaced per service procedure requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.